Manufacturer narrative:
The device was not sequestered by the customer. Because the customer did not record the device serial number and no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that propofol was programmed at 0115 to infuse at 20mcg/kg/min (7.56ml/hr). At 0130 the dose was increased to 25mcg/kg/min (9.45ml/hr). At 0200, in response to a decrease in the patient's systolic blood pressure, the dose was decreased to 20mcg/kg/min (7.56ml/hr), and 15 minutes later the infusion was placed on "standby" because the blood pressure was noted to be "in the 80s". When assessing the pump and medication it was noted that the bottle of propofol was 3/4 empty. The pump was exchanged and sent to biomed. The device was not sequestered by biomed and no further information is available.

Manufacturer narrative:
Correction: initial reporter address.